Event description:
Patient called lfs alleging that the one touch ultra meter had missing segments. Patient's description indicated that the segments missing were from the blood glucose reading area. Patient did not take any actions following the use of the meter. No medical care was sought from a health care professional. The patient reported that this was not a new meter. Patient's meter was replaced due to missing segments. The patient neither alleged harm nor experienced injury. The meter is being reported due to the malfunction.